Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that on the day prior to the call, the customer experienced blood at the site after applying an infusion set. After removal of the infusion set applicator, it was noted that the inserter needle was bent. The customer was able to change out and apply a new infusion set. On the day of the call, it was noted that another infusion set site fell off of the infusion set inserter and the customer reapplied this infusion set. Reportedly, the customer's blood glucose (bg) levels were impacted by these infusion set issues; however, the exact value was not provided. Tandem's customer technical support (cts) advised the customer not to reapply an infusion set that has fallen apart. Multiple attempts were made by cts to obtain additional information (infusion set information); however, no additional information regarding these events were provided.